Event description:
It was reported that during a revision surgery for non-union and malunion, four schanz screws were broken in the threaded portion of the screw, and one unknown screw was found to be loose. All broken fragments were removed. Procedure was completed successfully with no reported delay. It was reported the patient experience pain, irritation and discomfort this is report 4 of 4 for (B)(4).

Manufacturer narrative:
Parts came back on (B)(4) 2014 as unknown screws. The part numbers were identified on (B)(4) 2014 and therefore this is the awareness date. (B)(6) 2014 is an approximation. Part number was reported as 294.796sha the product investigation revealed the part number is 294.796sha. The visual inspection of the returned device performed as part of the product investigation reported the 294.54sha hydroxyapatite coated schanz screw was received with 30.5mm of the threaded tip missing and 68mm of the oal missing. The (2) 294.54sha & (2)294.796sha ha coated schanz screws are intended for use with an external fixation system for fracture fixation (open or closed); pseudoarthrosis or non-union of long bones; limb lengthening; by epiphyseal or metaphyseal distraction; correction of bony or soft tissue deformity; correction of segmental bony or soft tissue defects; and joint arthrodesis. Three of the 4 returned screws are broken off with a considerable length of the threaded tip missing. Only 1 screw was received intact (294.796sha). The evident breakage is likely to have occurred as a result of non-compliance or excessive weight bearing as evidenced by the rotational marks left by the proximal clamps used to join the respective devices. The 3 broken screws appear to all have broken as the result of torsional and counterclockwise forces applied causing sheering from the fixed distal tip. As all post fixation compliance details were not disclosed, construct optimization and weight bearing compliance have likely led to this complaint and comorbidities were likely a factor as well. Dwgs. 294.52sha rev.f and 294.792sha rev.c were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that method of use/patient compliance/comorbidities have led to this confirmed complaint and does not appear to be the result of a device design deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.